Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. This device was surgically explanted and will be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Detailed analysis did confirm message error code 1003 based on analysis of the returned device which found that the fault code was valid, and device battery was found to be prematurely depleting, however no root cause could be established. Further, cause not established was selected based on the observation of a failure mode (defect, malfunction or abnormal damage). However, probable cause could not be determined because no malfunction was discovered in the hybrid or the battery.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. This device was surgically explanted and will be returned for analysis. No additional adverse patient effects were reported.